Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, movements of the monopolar curved scissors (mcs) instrument repeatedly drew the overlying peritoneal tissue into the trocar, resulting in a minor hematoma. There was no bleeding or additional tissue removal as a result of the incident. The procedure was successfully completed robotically. The patient experienced an unspecified short-term post-operative complication; however, the patient was stable and there was no concern about this event causing any long-term complications.